Event description:
The article, "bioprosthetic aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction (basilica) in valve-in-valve transcatheter aortic valve implantation (viv-tavi): first experience in poland", was reviewed. The article presented a case study of a 70-year-old male patient with chronic heart failure. It was reported that on an unknown date, a 23mm trifecta gt valve was implanted. It was then reported on an unknown date, the patient presented with exacerbation of chronic heart failure due to severe aortic regurgitation. A decision was made to perform a transcatheter valve-in-valve procedure with a 26mm medtronic evolut r valve via bioprosthetic aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction (basilica) technique. [The primary and corresponding author was szymon jedrzejczyk, 1st chair and department of cardiology, medical university of warsaw, banacha 1a, 02¿097 warszawa, poland, with corresponding email: szymon.jedrzejczyk@wum.edu.pl].

Manufacturer narrative:
As reported in a research article, a case study of a 70-year-old male patient with chronic heart failure. It was reported that on an unknown date, a 23 mm trifecta gt valve was implanted. It was then reported on an unknown date, the patient presented with exacerbation of chronic heart failure due to severe aortic regurgitation. A decision was made to perform a transcatheter valve-in-valve procedure with a 26 mm non-abbott valve via bioprosthetic aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction technique. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: bioprosthetic aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction (basilica) in valve-in-valve transcatheter aortic valve implantation (viv-tavi): first experience in poland.